Event description:
It was reported that during a cervical arthrodesis procedure (anterior approach), a distraction pin fractured during placement. The tip, which was lodged within the c6 vertebral body, was removed using a surgical drill. There were no patient or procedural consequences, aside from unspecified procedural delays.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Corrections in e3. Additional information in h4. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a cervical arthrodesis procedure (anterior approach), a distraction pin fractured during placement. The tip, which was lodged within the c6 vertebral body, was removed using a surgical drill. There were no patient or procedural consequences, aside from unspecified procedural delays.